Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer¿s device and verified the reported issue. The service agent also stated that they installed a test battery and the device depleted the test battery. The customer was advised that their device is no longer under warranty and there is no repair service for the device, therefore the device should be replaced and removed from service. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that the customer¿s device would no longer power on and would deplete an installed battery. There was no patient use associated with this event.